Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred with multiple cartridges during insulin delivery. Customer's blood glucose (bg) level was 100-158 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer experienced an undefined low bg level of 50 mg/dl. No further information was obtained as customer declined troubleshooting for this issue with tandem technical support.

Manufacturer narrative:
Tandem quality engineer reviewed pump data and there is no evidence that the pump experienced a malfunction or failure related to the low bg..